Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided as this product is no longer manufactured. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was not returned to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that there was a camera communication error. In the camera details, it stated "error communicating with camera." The camera and tool interface unit (tiu) made normal beeping sounds and the leds were normal. No patient was present during the time of the reported incident.

Manufacturer narrative:
Correction: manufacturer updated to proper value.